Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the seal disengaged. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
It has come to the co's attention since the submission of co's initial report on 3/27/1998, that the date of this report was incorrectly entered. Please update FDA database accordingly. Corrected data entered in b4 and g4.